Event description:
It was reported that this port was successfully placed. In 2002 during a CT power injection at 100psi, it was noted the catheter had dislodged from the port. The detached catheter was successfully retrieved utilizing a retrieval basket and another port placed for continuation of treatment. No patient complications resulted from this event. This manufacturer is currently evaluating this device. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number was not provided a device history search could not be performed. The company's follow up indicated this port was in place for approximately 3 months. Additionally, this port was used for high-pressure infusion at 100psi, which is a non indicated use of this device and may have contributed to this event. However, the company is unable to determine the exact relationship between the device and the cause for this event. The company's directions fur use outline appropriate placement, access and maintenance procedures.